Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion in the lcx. The device could not cross the lesion, on return to manufacturing facility it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: a number of struts on the 7th, 13th and 14th proximal stent segments were slightly raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (lesion morphology). Severe calcification and stenosis 90-95%. (Deformation). (B)(4).